Manufacturer narrative:
Additional information provided in b.5. And b.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reporting low object vision in distance and difficulties when working near. She currently does not use correction tools. She reports having low vision since childhood and has had two operations for horizontal nystagmus. She has requested correction, however was refused. It as diagnosed as moderate hypermetropia, astigmatism, horizontal operated nystagmus, and amblyopia. It was suggested to implant a phakic lens. The patient refused. Then the patient had a lens implanted and was satisfied with the result reporting experiencing more natural colors, more comfortable and calm vision for distance and near. She is able to see faces now. A month later the patient reports reduced vision - right to 0.4-0.5, left to 0.2 - 0.3. Laser dissection was performed and the vision improved slightly ¿ visual acuity 0.8-0.9. On the oct of the anterior segment, there are changes in the iol (glistening).

Event description:
A customer reported approximately two and a half years following the implant of an intraocular lens (iol), a patient was diagnosed with a secondary cataract and pronounced glistenings on the implanted lens. Additional information was requested. Additional information received reporting low object vision in distance and difficulties when working near. She currently does not use correction tools. She reports having low vision since childhood and has had two operations for horizontal nystagmus. She has requested correction, however was refused. It as diagnosed as moderate hypermetropia, astigmatism, horizontal operated nystagmus, and amblyopia. It was suggested to implant a phakic lens. The patient refused. Then the patient had a lens implanted and was satisfied with the result reporting experiencing more natural colors, more comfortable and calm vision for distance and near. She is able to see faces now. A month later the patient reports reduced vision - right to 0.4-0.5, left to 0.2 - 0.3. Laser dissection was performed and the vision improved slightly ¿ visual acuity 0.8-0.9. On the oct of the anterior segment, there are changes in the iol (glistening).

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., b.3., d.1., d.4., d.6., e.1., h.3., h.4., and h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the reporter for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., d.4., and d.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported approximately two and a half years following the implant of an intraocular lens (iol), a patient was diagnosed with a secondary cataract and pronounced glistenings on the implanted lens. Additional information was requested.